Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 200 ohms. Boston scientific technical services (ts) advised the involved health care professional (hcp) to perform commanded shock testing to check the system integrity. At this time, no further information is available. The lead remains in service and no adverse patient effects have been reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 200 ohms. Boston scientific technical services (ts) advised the involved health care professional (hcp) to perform commanded shock testing to check the system integrity. At this time, no further information is available. The lead remains in service and no adverse patient effects have been reported.